Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, they performed opcab and folded the seal by pressing the step 1 wings during the loading process of hst iii system (3.8mm) according to IFU, but the seal did not fold properly and came loose. After confirming that the seal could not enter the delivery device through the inside of the window, a new product was used and applied to the patient, and there were no abnormalities in the patient's condition. Per photos provided by the complainant, it is observed the heartstring is in the plastic tray. The seal in an unfolded state. Evidence of blood is observed in the delivery device.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact aortic cutter. The seal was observed in a deployed open state with the tension spring assembly inside the delivery tube. The white plunger looks to be depressed. The blue safety lock was not observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed. The lot # 3000364553 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.